Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the canl wire within the connector. The root cause for the damaged connector could not be identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was damaged.